Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos for investigation. Therefore, twenty (20) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. 20 retain samples were subjected to a draw test for low or no draw. All tubes were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with bd vacutainer® sst¿ blood collection tubes the tube underfilled. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: the yellow cap tubes present a vacuum issue with random tubes, in which upon performing the venipuncture the tubes fill only 2ml at maximum and then stop filling. Customer requests for batch to be returned and replaced because their pre-analytical process is being impacted.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® sst¿ blood collection tubes the tube underfilled. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: the yellow cap tubes present a vacuum issue with random tubes, in which upon performing the venipuncture the tubes fill only 2ml at maximum and then stop filling. Customer requests for batch to be returned and replaced because their pre-analytical process is being impacted.